Event description:
It was reported that gastrointestinal videoscope stopped displaying the image. The event occurred during an unspecified procedure that was delayed by less than thirty (30) minutes and was completed by using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: d9, h2, h3, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.